Event description:
It was reported that the patient presented to the emergency room after receiving high voltage therapy for supraventricular tachycardia. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.